Manufacturer narrative:
(B)(4). Visual inspection of the returned product confirmed the tip of the cartridge was torn and there was liquid inside of the device. The optic of the lens was torn and there was evidence of a clear surgical residue. A lot order search was performed on the cartridge and there were no similar complaints found. Based on the complaint information, product evaluation and search by lot number, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the surgeon noted a crack on the cartridge during the insertion of the aq2010v three piece silicone lens. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing of the cartridge that was the root cause of the complaint. A cartridge lot search found two similar complaints. A lens work order search found no similar complaints. Based on the complaint history, lens work order search, device history record review, cartridge lot search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).